Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer as of the date of this report; therefore, the report issue could not confirmed at this time. If the device or additional information is received, an investgation will be performed and a supplemental report will be submitted. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during positioning, an embolization coil implant unexpectedly detached. A syringe was used to create a vacuum and pull the remainder of the coil inside of the catheter. The coil was pushed out onto the table after removal where it was observed that the coil had unraveled. There was no reported injury or intervention.

Manufacturer narrative:
The investigation of the returned coil system found the implant completely stretched. The pusher was not returned for evaluation. The investigation found the implant's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.